Event description:
Customer reported with an issue of "image is cloudy". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the field of view is cloudy in the image due to liquid leakage from the objective lens. This report is being submitted for invasion of moisture into the objective lens (field of view is cloudy due to the leakage from the objective lens) found on device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of "image is cloudy". Device evaluation and inspection, service repair found the field of view is cloudy in the image due to liquid leakage from the objective lens and noted to be caused by external factors. Additionally, leakage was also observed on the lightning lens. Furthermore, the following findings during inspection were noted on the device: scratches on the curved rubber observed. The curved rubber adhesive found missing. Due to handling, the paint on the grip part lifted. Scratches found on the grip due to external factors. There are scratches on the angle lever due to external factors. Scratches found on the ud plate due to external factors. Scratches found on the rl plate due to external factors. Scratches found on sw3 due to external factors. Scratches found on the c- cover due to external factors. Scratches found on the video cable due to external factors. Scratches on the video cable light guide connector side due to external factors are observed. Scratches found on the video connector due to external factors. Scratches found on the lg connector due to external factors. Scratches on the light guide (lg) cover glass surface due to external factors are observed. Scratches found on the fe lever due to external factors. The label on the video connector has peeled off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: operator of device: health professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.